Manufacturer narrative:
This is a final report. Incident involved a training issue, so no product investigation will be conducted. Customer service provided the requested training and arranged to replace customer's products.

Event description:
Customer called customer service to receive training in how to do a fingerstick blood glucose test. While on the phone, customer reported that in 2009, she felt her "sugar was bottoming out" but she could not test because she thought her freestyle freedom lite blood glucose meter was not working. Customer called the paramedics. Customer was not able to state what the paramedics gave her to increase her glucose level. The paramedics transported customer to a local hospital where she was diagnosed with hypoglycemia and given additional treatment. Customer declined to provide any further information. There was no report of death or permanent injury associated with this event.